Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023 around noon, the patient lose consciousness due to hypoglycemia and was involved in an motor vehicle accident. The patient was transported to the emergency room by emergency medical services. At the hospital, it was reported that the dexcom was showing 100 points lower than the bg value that was taken by the hospital staff. At the time of the report, the patient was still at the hospital recovering from injuries sustained from the accident. The patient's blood glucose was reportedly still high during this time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.